Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered on without display. The device was turned off/on and the display would intermittently come on after a reported approximate five minutes. Complainant indicated that there was no pt involvement in the reported malfunction.